Manufacturer narrative:
Testing and investigation found the device did not deliver a dose when the bolus cord button was pressed. This was due to missing pins in the bolus connection socket on the bottom end cap of the device. The missing pins disabled the bolus cord operation. The probable cause of the missing pins were the pins were pulled out of the connector when the bolus cord was removed from the device. The event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center, the device did not deliver a dose when the button on the bolus cord is pressed. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.